Manufacturer narrative:
Concomitant: product ID neu_interstim_ins, product type implantable neurostimulator. Product ID neu_unknown_prog, product type programmer, physician. Product ID neu_unknown_lead, product type lead. Product ID neu_interstim_ins, product type implantable neurostimulator. (B)(4)

Event description:
The consumer reported that first device was implanted a month prior to (B)(6)-2015, but it "didn't work" as there was "an issue with the connection not working." The device had been replaced. Device information, symptoms, and troubleshooting remain unknown. Follow-up is being conducted to obtain additional information.